Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult or delayed activation (clip deployment, difficult to deploy) appears to be related to the off-label use of the mitraclip device for tricuspid valve repair as unintended curves/ tension and coaxial misalignment were likely introduced onto the system, resulting in difficult clip detachment from the mandrel. A cause of the reported incomplete coaptation (slda) could not be determined. The reported poor image resolution was due to shadowing from mitral valve replacement. It should be noted that the mitraclip instructions for use states, ¿the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr>= 3+) due to primary abnormality of the mitral apparatus [degenerative mr]¿. The reported off-label use was associated with the use of the mitraclip device for tricuspid valve repair. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Medical device code 1494- indication for use. The additional mitraclip referenced in b5 is filed under a separate medwatch report number.

Event description:
This is filed to report the clip being difficult to deploy, then detaching from one leaflet requiring intervention. It was reported that a mitraclip procedure was performed off-label to treat functional torrential tricuspid regurgitation (tr). Imaging was poor due to a previous mitral valve replacement. Two mitraclips were implanted successfully. During grasping with a third clip xt (30306r1077), one of the gripper lines was observed to be broke. Due to the broken gripper line, gripper actuation could not be performed, and the clip was removed and replaced. Four more mitraclips were implanted successfully. A seventh clip xtw (30208r2004) was then attempted to be implanted but the mandrel would not detach from the clip. Troubleshooting was performed and after approximately 10 minutes the clip was able to detach. However, after detachment from the delivery system the clip detached from the septal leaflet (single leaflet device attachment (slda)) and remained only attached to the posterior leaflet. An nt clip was then placed next to the slda clip for stabilization. A total of 8 clips were deployed, reducing tr to moderate. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.